Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated, that he was turning left when the chair sped up and pinned him in between the wall and the tv set. End user states, he has a small abrasion on his shin. End user states he just wants his joystick repaired, joystick is a retro kit under recall. End user states since the joystick has been replaced he has been having the same issue as prior.